Event description:
Bi-lateral wedge. Slcr55g displayed an incomplete firing cycle message and had an exposed knife blade.

Manufacturer narrative:
Results and conclusions: analysis revealed that the pusher in the distal end was not seated in the pocket correctly. During the firing sequence, the shuttle assembly would not drive the pusher down, but dragged the pusher across the pocket, hence damaging the shuttle and the pusher pocket. A corrective action has been initiated to this case.